Manufacturer narrative:
Device analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump. The patient reported that they can't get their patient programmer (ptm) to work. The patient was seeing an 8476 code on the ptm which indicates a motor stall. The patient had not had any recent electromagnetic interference or traumas. The patient had seen their doctor three times since the issue started in early (B)(6) 2020. The doctor reported they didn't see any codes. The patient reported hearing a dual tone alarm matching the pump alarm. The patient reported that they were having extra pain lately. The patient had been taking more oral meds to deal with the increased pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported they were contacted on (B)(4) 2020 that the patient came into the clinic on (B)(6) 2020 and had a motor stall. It was noted that the pump had a motor stall beginning on (B)(6) 2020, then had several recoveries and stalls after that date. The motor stalls were discovered on (B)(6) 2020, so replacement was scheduled. It was unknown what factors led to the issue. The patient denied a recent magnetic resonance imaging (MRI). The pump was to be replaced on (B)(6) 2020. It was noted that surgical intervention occurred where the pump was explanted and replaced on (B)(6) 2020. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. It was noted the patient was receiving morphine 13.8 mg/ml for a total dose of 11.008 mg/day (originally) and decreased to 5mg/day with replacement. No further complications were reported/anticipated.